Event description:
False positive result(s). False positive (followed by 3 negative rapids of different brands and 2 negative pcr).

Manufacturer narrative:
Final product manufacture and qc record for cov1120165 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retained cov1120165 can meet the qc criterion. We have not found the complaint issue for the retained cassettes. The complaint is not verified.